Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system had been generating erratic total beta human chorionic gonadotropin (access tbhcg) qc results on several days over the past month. There was no report that the customer obtained erroneous patient results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer has obtained erratic, low bhcg qc results on four occasions: on (B)(6) 2011. Per customer supplied data, system checks performed by the customer on (B)(6) 2011 passed within instrument specifications. Due to the erratic qc performance, service was dispatched to verify hardware to prevent or ensure erroneous patient results are not generated on this instrument. Service was on site (B)(6) 2011. The field service engineer (fse) replaced the precision pump assembly during the service visit. Although hardware repairs were completed by the fse at the time of service, definitive root cause for this event has not been determined to date with the supplied information. (B)(4).